Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found flex vision pc was not working. After reviewing log file, fse found that there was an error on flex viewing. Upon troubleshooting fse found that, there was problem with the power supply of the flex vision pc. The power supply of flex vision pc was not working. The cause of the flex vision pc failure could be determined by the supplier's part analysis and the defective part was psu (power supply unit). To resolve the issue, fse replaced the flex vision pc. After replacing defective flex vision pc, the system is returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc was not working. No harm was reported to philips. The device was outside of clinical use at the time of the reported event. Philips has started an investigation of this complaint.